Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and perforation, as listed in the instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the 2.8 x 16 mm graftmaster was placed in the mid to distal left anterior descending artery for treatment of a perforation that occurred during use of another device. Approximately 1 hour post-deployment the patient was experiencing severe chest pain and bradycardia and an abnormal EKG finding. The patient was transferred back to the cath lab where in-stent thrombus was observed. After aspiration of the thrombus was performed an attempt was made to treat the stent with inflations of a balloon catheter; however, this resulted in exacerbating the length of the original perforation; therefore, a 3.5 x 16 mm graftmaster stent was placed. The patient was removed from the cath lab. Approximately two hours post deployment of this stent the patient was again experiencing severe chest pain, bradycardia and was observed to have an irregular EKG, the patient returned to the cath lab again and thrombus was observed in the 3.5 x 16 mm stent. Thrombus aspiration was performed; however, this resulted in the closure of the vessel so no further treatment was performed. It was stated that the patient was on normal blood thinner medication during both procedures. The patient is reported to be stable. No additional information was provided.